Event description:
N/a.

Manufacturer narrative:
The device remains implanted and was not returned for analysis. An event of stroke was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported stroke could not be conclusively determined. It is possible that the implant procedure contributed to the reported event. However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstances, as the medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure. During procedure, the activated clotting levels (act) were 217s, 365s, 102s. A pre-implant balloon valvuloplasty done with a 22mm non-abbott balloon. There was 2 partial re-sheath was performed due to implant depth was too low. The final implant depth was 8.1mm on the left coronary cusp (lcc) and 6mm on the non-coronary cusp (ncc). On (B)(6) 2025, the patient presented with dizziness and vision changes and magnetic resonance imaging (MRI) on brain reveled recent cerebral and cerebellar infarcts. There was presentation consistent with an embolic ischemic cerebrovascular accident (cva) as a complication of tavr procedure. The patient had ongoing visual disturbances. A heart monitor was placed and crestor/rosuvastatin and venlafaxine were administrated.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.